Event description:
Customer reported variances in the output dosage. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator cover and calibrated the system. System operates as intended.